Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered twelve inappropriate shocks. The system was programmed in alternate, and the patient has a micra implanted. An electrode fracture was suspected. At this time, this electrode remains in service. No additional adverse patient effects were reported.